Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 505 mg/dl. The customer stated she used IV prep at her site before inserting her infusion set and then shortly after inserting the set, she noticed that it came right off of her body. The customer stated she inserted a second infusion set and attended a bbq. She could not get her blood glucose level to increase pass 85 even with her eating and she continued to eat and bolused before bed but was woke up at 3:00am with a high blood glucose reading of 505 mg/dl. The customer stated she bolused again and later in the morning noticed that the quick release was completely detached. The customer stated she reattached it and bolused again later that morning. The customer declined to troubleshoot for high blood glucose reading because the customer felt her blood glucose levels were high because of the infusion set quick release becoming detached from her body. The device will be replaced. The product was returned for analysis.